Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed and water droplets on the connector were identified, however it could not be confirmed if the droplets were caused by the connector. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. The issue was noticed at home before treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.